Manufacturer narrative:
(B)(4). Event date: approximately 3 weeks from (B)(6) 2017. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a partial device separation occurred during the procedure. A guidezilla¿ ii guide extension catheter was selected for a left heart catheterization. During the procedure, inside of the patient's anatomy, the device was damaged; a partial separation occurred at the collar. The entire device remained connected, meaning there was not a complete separation, and no portion of the device embolized into the patient anatomy. The device was removed successfully. No additional measures were needed to assist with the removal. The device was discarded following the removal, and the procedure was completed with different device. The patient's condition after the procedure was good.